Event description:
Revision surgery has been reported. The bipolar component had migrated into the iliac wing so that area was bone grafted. Polyethylene had been destroyed and pt had metal-on-metal contact of the femoral head.